Manufacturer narrative:
Patient information was unavailable. A medtronic representative reported that while the site was getting ready to take a 3d image, the detector was lit up and everything looked normal but it just stayed beeping and did not move into position to acquire the 3d image. The site opened the gantry door and then closed it, which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the site representative reported that the battery monitor board was replaced. The replaced board was not returned to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while the site was getting ready to take a 3d image, the detector was lit up and everything looked normal but it just stayed beeping and did not move into position to acquire the 3d image. The site opened the gantry door and then closed it, which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.